Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A doctor reported that during a procedure, he found a blue filament in the patients eye. Pt impact is unk. Additional info has been requested.